Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that they experienced under-infusion of chemotherapy medications when using glass bottles as well as during secondary infusions. Additionally, it was reported that secondary chemotherapy infusions were pulling from the primary line despite the primary bag being positioned lower than the secondary bag using two hangers. Both the primary and secondary bags contained 500 ml. There was patient involvement however outcome is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.